Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller missing from a delivery was not confirmed. There were no photos submitted for review. The system controller was not returned for analysis. The provided information stated that one system controller was missing in the last delivery despite it being listed on the delivery note. The system controller was sent out shortly after. Additional information stated that the serial number is unknown, this controller was not associated with any patient or during an implant procedure, and the controller was not from a kit. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records could not be reviewed due to the serial number of the system controller being unavailable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that one system controller was missing in the last delivery despite it being listed on the delivery note. The system controller was to be sent out as soon as possible. There was no patient impact. This controller was not associated with any patient or during an implant procedure. The controller was not from a kit.